Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, functional testing was performed and revealed the power supply was not functioning properly, and the main adapter and print were in poor condition. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported device, reporting it was defective, no performance. Device was returned for service. During service, the technician found a defect with the main adapter and main print as well as burn marks on the charging bay. This is report 1 of 1 for complaint #(B)(4).